Event description:
It was reported that the user experienced issues pairing a g7 10-day cgm with the ilet system and, believing the ilet removed the need for backup therapy, did not revert to alternative insulin therapy for several days, which constituted an improper method of use. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified; no applicable device component issue was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with unintended use error contributing to the event.